Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 5th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that the spring arm cover and slats on the top node were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 5th july 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that the spring arm cover and slats on the top node were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee indicated that affected parts were dust cover and rear cover from spring arm, and that they were removed from device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no possibility of covers falling into sterile field or during procedure, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem code, h6 investigation findings and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 5th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that the spring arm cover and slats on the top node were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 5th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that the spring arm cover and slats on the top node were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee indicated that affected parts were dust cover and rear cover from spring arm, and that they were removed from device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no possibility of covers falling into sterile field or during procedure, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: blank. Previous h6 component codes: mechanical/cover//772. Corrected h6 component codes: blank. Initially provided information was pointing to covers missing. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination or serious injury. According to additional clarification provided by the getinge technician, the initial information was not clear. It was determined that the issue investigated herein is not safety and risk related as covers were removed from the device, so there was no indication of cover falling into sterile field or during procedure. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.